Event description:
It was reported to hill-rom that the head section would not elevate. A hill-rom service tech inspected the bed and found that the CPR lever was loose. The lever was adjusted to work properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.